Event description:
It was reported that, "revision of an acetabular component, radiographically the acetabular shell looked loose. When the doctor got exposure to the acetabular the acetabular component fell out. The reason for the per, it's because it's rare for an acetabular to fall out with screws. One of the screws holes gave away and the screw was left inside the acetabulum but the component came out."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.